Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with therapy. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. Three days prior to receipt of this report pd therapy was discontinued and hemodialysis was started. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.